Event description:
It has reported that the inner sterile packaging was found opened during the operation, the doctor used a spare bone cement to complete the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, e1, g4, g5, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore, it could not be analyzed. The event was confirmed on photos. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 1 complaint has been recorded on refobacin bone cement r 1x40-3, reference (B)(4), batch a931ca2510. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send regarding the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was opened during the operation, the doctor used a spare bone cement to complete the operation. No harm was done to the patient.